Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Updated section: b-4, g-4, g-7, h-2, h-6,h-10, h-11. Corrected section: h-3 changed to device not returned. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided as this was part of a market research by a third party therefore it is impossible to obtain a certificate of conformance. Communication/interviews: (4111 & 67) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Device not returned: (4114/ 3221 & 67) despite request and/ or customer indicated that the device would be returned; however, no device was returned. H3 other text : device not returned

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported through doc matter that the t.w. Power supply used for an endoscopic vein harvesting procedure is accidentally changed occasionally. Comment within survey was a general comment that sometimes the power supply knob is inadvertently turned without him knowing. No specific event to report.